Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2020-00001 to 3012447612-2020-00008 and 3012447612-2020-00008 to 3012447612-2020-00012.

Event description:
It was reported that during the procedure three pedicle screws were implanted and removed after eight set screws were stripped in the pedicle screw tulip heads. Alternate implants were used to complete the case. There was a greater than 30 minute delay but no reported patient impacts. This is report eight of eleven.

Event description:
It was reported that during the procedure three pedicle screws were implanted and removed after eight set screws were stripped in the pedicle screw tulip heads. Alternate implants were used to complete the case. There was a greater than 30 minute delay but no reported patient impacts. This is report eight of eleven.

Manufacturer narrative:
Additional information in b4, d4, g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned device was evaluated. Visual inspection identified that thread damage. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. A definitive cause cannot be determined.